Event description:
It was reported that the device would not pass electrical safety and was leaking. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.(B)(6)h6 - evaluation codes: updateddevice evaluation: no product was not returned and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause is a loose ground bond. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: a1, b5 and h6. Health effects codes, updated.

Event description:
Additional information received via email. Obtained that the issue was electrical safety inspection-failed, leaking.